Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# 0219777533 implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0219777533, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they were getting no sensation and the device stopped controlling her symptoms when it previously had been excellent. Lt was suspected that there may have been a fall although the patient said there was no fall. The healthcare provider reported that she is a generally unwell women with multiple comorbidities. An x-ray was done and showed the lead moved out of position. There was impedance on the lead and when the battery was removed the healthcare provider noticed blood in the header. They tried to remove the blood and clean it out, but it was caked in there and was unable to be cleaned. After attempting to clean the ins the healthcare provider attached the battery to the new lead but there was still impedance on (B)(6) 2020. The lead and battery were replaced.